Event description:
Patient further reported that she continue to have issues. When she has metal exposure, the flare leads to oozing, infection and antibiotics.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient was implanted with a tibial plateau plate and 9 screws to treat the right knee tibial plateau fracture, schatkzer iii. Three (3) months after surgery patient had a rash and was diagnosed with allergic reaction to the implants. She has to take antibiotics for infection. The plate and screws were successfully removed on (B)(6) 2020. The patient states she is feeling much better but still has some issues. This report is for (1) 3.5mm cortex screw self-tapping 50mm. This report is 10 of 10 for (B)(4).